Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The pump was visually inspected and functioned testing was performed but it failed. The customer's stated problem was verified. The pump was tested by attaching a cassette onto the device, it alarming "cassette not attached properly". Further investigation of the pump determined that a faulty downstream occlusion sensor was the cause of the issue. The downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that prior to infusion, a smiths medical cadd solis vip pump exhibited "check for empty tubing reservoir" error. No patient was involved in this event. No adverse effects were reported.